Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. Additional information received indicates this s-ICD system delivered an inappropriate shock due to noise oversensing. Upon technical services (ts) review of the device data, the noise oversensing was confirmed, for which troubleshooting recommendations were provided. It was also recommended that both the s-ICD device and the electrode are replaced during box change due to premature battery depletion, so that the new s-ICD system is able to use all sense vectors appropriately. Further advice for device programming was provided in the meantime. No additional adverse patient effects were reported. The device remains in service. The device system was explanted as planned. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. Additional information received indicates this s-ICD system delivered an inappropriate shock due to noise oversensing. Upon technical services (ts) review of the device data, the noise oversensing was confirmed, for which troubleshooting recommendations were provided. It was also recommended that both the s-ICD device and the electrode are replaced during box change due to premature battery depletion, so that the new s-ICD system is able to use all sense vectors appropriately. Further advice for device programming was provided in the meantime. No additional adverse patient effects were reported. The device remains in service.